Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was recently implanted and was seen post-operatively. It was reported that the patient had pain and slight swelling near their lead site incision. The patient was referred to see the surgeon and they admitted them to the hospital to check for infection. They planned on starting the patient on antibiotics, but would explant the device is necessary. No external factors were reported that may have led/contributed to the issue. The issue was not resolved at the time of the report. The rep indicated that the hcp would have more information which they would obtain from them. They did not currently know a date yet on when they would have more information. No surgical intervention has occurred, but it was unknown if any surgical intervention would be planned and the rep indicated that they would follow-up for more information. The event occurred on 2018-03-20. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that actions taken to address the patient's pain and slight swelling at the lead site and possible infection was the physician placed the patient on IV antibiotics on (B)(6) 2018. It was clarified that currently, no surgical intervention had occurred or had been scheduled. The only intervention was the antibiotics. It was indicated that the patient was still in the hospital as of (B)(6) 2018, receiving antibiotics to see if it would help their symptoms. It was stated that the provided information had been confirmed with the physician. No further complications were reported/anticipated..